Event description:
A (B)(4) indicated that on (B)(6) 2014, a 6x3 tornado coil for embolization of a collateral became dislodged and the coil was lost in the fistula. On (B)(6) 2014 - additional information provided by the facility contact person. Per fluoroscopy the physician attempted to snare the coil but was unsuccessful. Per imaging (not available) the physician confirmed the device was not in a position to cause harm to the coil was left. Per CT scan the position of the coil confirmed blood flow to the left peripheral artery. No further procedures or intervention was required due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.